Event description:
Extraction of fidelis lead and a new right ventricular lead implanted, also an ICD generator change due to eri. The patient was recently seen in our ICD clinic at which time the patient's device was discovered to be at eri. He has a chronic sprint fidelis lead on recall and the decision was made to extract this lead and replace with a new lead. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for a generator change.what was the original intended procedure?right ventricular lead extraction and generator change.